Manufacturer narrative:
Service was not dispatched as the customer resolved the issue by tightening the cartridge chemistry sample syringe. The instrument was returned to normal operation.

Event description:
The customer reported (B)(6) results, for two patients, involving the unicel dxc 800 synchron system. Alanine aminotransferase (alt), aspartine aminotransferase (ast), triglycerides (tg) and magnesium (mg) results were suppressed with blank errors for an unknown number of samples. Subsequent analyses of the patients' samples, on an alternate unicel dxc 800 system, recovered higher pre-albumin results for both patients. Patient (B)(6) obtained an initial (B)(6) result of (B)(6) and a reanalyzed value of (B)(6). Patient (B)(6) obtained an initial result of (B)(6) and a reanalyzed value of (B)(6). The erroneous results were released out of the laboratory. It is unknown if patient treatment was impacted. There has been no report of patient injury or change in patient treatment associated with this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and verified the cartridge chemistry sample syringe to be slightly loose. The customer stated quality control (qc) was within the acceptable range on the day of the event.